Manufacturer narrative:
This report is submitted on august 2, 2021.

Event description:
Per the clinic, the patient developed an infection at the surgical site on (B)(6) 2020 (specific date not reported). The patient had swelling on the surgical site on (B)(6) 2020, and was treated with antibiotics (specific date, type and duration not reported). The patient was hospitalised on (B)(6) 2020 and (B)(6) 2021 for IV antibiotics (specific date and duration not reported) and was provided with several courses of oral antibiotics in between, however, the issue did not resolve. The device was explanted on (B)(6) 2021. Reimplantation is planned but had not taken place at the time of this report.